Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to high blood glucose. The cause of death was diabetes complications. The caller stated that the customer had heart issues that may have led to the customer's passing. The customer¿s blood glucose was 1650 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing, during admission. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received with a depleted duracell alkaline battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).